Event description:
The patient has two model 3186 leads from the same lot. The patient reported, she is experiencing ineffective stimulation from her scs system. The patient stated, the scs system stimulation helps her pain but not to the desired level. The patient will follow-up with her physician regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.